Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This crt-p is expected to be returned for analysis.

Event description:
It was reported that this implantable cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This crt-p has been returned for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.